Event description:
Additional infromation received indicates that surgical intervention was undertaken on (B)(6) 2024, where the lead was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-00212. It was reported that the patients lead has migrated. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The l4 migrated and s1 has high impedances. The patient's lead has migrated. The lead was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.